Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels in the 30-51 mg/dl range. The customer alleged that the pump was delivering too much insulin. Bg was treated by consuming candy. Reportedly, the customer reverted to manual injections for insulin therapy.